Event description:
It was reported that a plum 360 driver new had the unit shut off while running while in use with patient. There was patient involvement but no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.